Event description:
Number 22 gauge angiocatheter used a saline lock. Venipuncture without difficulty. Patient complained of burning sensation posterior aspect of hand. IV discontinued and angiocatheter removed. Approximately one half of catheter remained in vein. Cutdown was performed by the e.d. Physician. The tip was discarded in error.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.